Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the patient was in the critical care department. The insertion site was the right subclavian. The proximal lumen from the cvc (central venous catheter) had fallen out of the dvd hub. It was not pulled or tampered with and on looking at the product, it did not appear to have been forced in any way. Due to the lumen falling out, the patient did have blood loss, as a pool of blood from the port area was noted on the bed linen. The patient required fluid intervention. The catheter was removed and replaced successfully. There was a delay in therapy noted, but it is unknown if it was detrimental to the patient. The patient remains in the critical care department and still very ill.